Manufacturer narrative:
(B)(4) - replacement component was shipped to the dealership on 04/28/2015.

Event description:
Dealer stated that the backrest frame on a 9630-4 commode is dented and bent, out of the box.